Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p336 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot p336 shows no trends. Trends were reviewed for complaint category, pto leak. No trend was detected for this complaint category. At the time of this report, the analysis of the returned kit is still in process. A final report will be filed when the analysis is complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a blood leak was observed after 1500ml of whole blood was processed. The customer reported the blood leak was observed at the location of the t-connector within the pto. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the complaint kit for investigation.

Manufacturer narrative:
An investigation has been performed based on the complaint description and the returned kit and smart card. The pump tubing organizer (pto) and its tubing had been separated from the rest of the kit, other than its photoactivation module which was still attached. Visual inspection found the left side of the recirculation pump tubing segment was no longer sealed to the t-connector inside the pto that joined it to the plasma line and transfer bag inlet line; lack of solvent was found on the black stripe tube. No cut pieces of tubing were seen in the port. The open end of the tubing segment fit completely into its port on the t-connector when pressed into place. Review of the smart card data showed prime was completed, and 1551 ml of whole blood had been processed before the joint failed. This indicates that the suspect joint was attached and leak free at the start of and during the treatment before failing. A material trace of the tubing and its components used to build lot p336 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the detached tubing is due to manufacturing operator error during the tube bonding operation. Retraining was completed with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4).